Event description:
As it was reported by the sapphire registry, during a procedure, the operator was unable to track the angioguard to the lesion and a day after the index procedure the patient present with dysarthria and was diagnosed with ischemic stroke. At the time of the procedure the patient had a medical history of a previous stroke, tia, hyperlipidemia, cardiac arrhythmia and diabetes mellitus. The target lesion was a non-calcified or tortuous right proximal internal carotid artery with a 50% stenosis and a lesion length of 42 mm. The angioguard device failed to cross the lesion and a second one was used to continue the procedure successfully, and the precise pro rx was implanted without any difficulties. The next day after the procedure, the patient presented with dysarthria and loss of both visual fields. The symptoms presentation was gradual and its recovery has been partial with minor residuals.

Manufacturer narrative:
Complaint conclusion: as it was reported by the (B)(4) registry the day after the index procedure the patient presented with dysarthria and was diagnosed with ischemic stroke. At the time of the procedure the patient had a medical history of a previous stroke, tia, hyperlipidemia, cardiac arrhythmia and diabetes mellitus. The nihss and mrs were 2 before and after the procedure. The target lesion was a non-calcified and tortuous right proximal internal carotid artery with a 50% stenosis and a lesion length of 42 mm. The first angioguard device failed to cross the lesion and a second one was used to continue the procedure. A precise pro rx was implanted without any difficulties. The day after the procedure the patient presented with dysarthria and loss of both visual fields. The patient had a MRI and the impression was multifocal tiny infarcts in the distribution of the right anterior cerebral artery, middle cerebral artery and possibly posterior cerebral artery are likely embolic. The symptoms presentation was gradual and its recovery has been partial with minor residuals. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15612680 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. (B)(4) per (B)(6) report (B)(6): (B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428879 (cordis lot 71110512). This packaging lot contained 106 units, which were shipped from (B)(4) medical on (B)(4) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Cerebrovascular accident is a well documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.